Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury and unchanged mr were unable to be determined. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, flail, prolapsed leaflet, and frail leaflet. A mitraclip xtw was inserted, and grasping was performed. However, after approximately 4 minutes, the mr increased, and a rupture of the posterior mitral valve leaflet (pmvl) was observed. The clip was repositioned lateral to the ruptured pmvl and deployed on the mitral valve. It was noted the clip remained stable on the leaflets. The mr remained at grade 4. The patient was reported to be stable. There was no clinically significant delay in the procedure.